Event description:
It was reported that the user experienced hypoglycemia after eating a sandwich without performing a meal announcement, with the lowest continuous glucose monitor value of 64 mg/dl confirmed by glucometer and a duration of approximately one hour; the user treated with oral carbohydrate (arizona iced tea), and glucose subsequently rose to 177 mg/dl. Symptoms included shaking consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without medical intervention or hospitalization. Investigation included triage confirming that glucose was trending upward after treatment and education on timely meal announcements. Investigation of this case revealed user-related handling relative to missed meal announcement as the contributing factor, with no device malfunction reported for the ilet system or its components and the user wearing a freestyle libre 3 plus sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to a missed meal announcement.